Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations:yellow biological tissue on the shell is observed. Crease fold is observed. Partial delamination of plug strap disk shell assessed as adhesive failure. No further actions are required as the device was implanted.